Event description:
A pump alarm occurred during normal use, specifically alarm 31. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl, leaving the impact on blood glucose unclear. The customer attempted to load a new cartridge with the assistance of cts but was unsuccessful as the cartridge alarm recurred. Consequently, the decision was made to replace the pump. The customer was instructed to switch to mdi as a backup therapy and understood the process for returning the problematic pump to tandem using a pre-paid label within a specified timeframe.